Event description:
The complainant reported that a patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller (aic) experienced a priming error, which was resolved by replacing the console. The patient ultimately expired but there was no allegation against the aic or impella related to the patient¿s death.

Manufacturer narrative:
The investigation for the reported automated impella controller - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The logs from the complaint date revealed that the console issued a purge disc not detected alarm several times through the case start wizard. Re-insertion of purge cassette/purge disc was observed, yet the console still had problems in detecting the purge disc. The reported priming error was consistent with the disk detection issue during case start. The console was tested. The issue with properly detecting the purge pressure disc was reproduced and the purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was a broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.